Event description:
It was reported that the patient was told by the nephrologist that it looks like they are having an allergic reaction to the implantable cardiac monitor. The patient states they are allergic to nickel and they have a rash on the opposite breast, arms, and neck. Followup was conducted with the patient's clinic to determine whether the patient's symptoms are related to the device or whether treatment is required, but no information was available. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.